Event description:
During an open-heart valve replacement procedure, the carbonaid co2 diffuser was going to be used. Prior to opening the heart, it was discovered that the sponge on the sponge-tipped hose end was no longer attached to the device. No effect on pt. The surgeon wanted onxlti to know that this occurred as the foam tip could have been lost during the case.